Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon and then a 2.25x16mm taxus liberte atom stent was successfully implanted in the cx. The physician attempted to advance a 2.25x12mm taxus liberte atom stent to the lesion; however, the device was unable to cross the previously placed stent and it got ¿hung up¿ on the implanted device, causing the 2.25x12mm taxus liberte atom stent to dislodge from the sds. A 2.5x15mm apex balloon was advanced to the lesion and was inflated, crushing the dislodged stent against the vessel wall. It was noted that the previously implanted stent stayed well positioned and apposed in the lesion. The procedure was ended at this point with no additional patient complications reported. The patient's condition is fine.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon and then a 2.25x16mm taxus liberte atom stent was successfully implanted in the cx. The physician attempted to advance a 2.25x12mm taxus liberte atom stent to the lesion; however, the device was unable to cross the previously placed stent and it got "hung up" on the implanted device, causing the 2.25x12mm taxus liberte atom stent to dislodge from the sds. A 2.5x15mm apex balloon was advanced to the lesion and was inflated, crushing the dislodged stent against the vessel wall. It was noted that the previously implanted stent stayed well positioned and apposed in the lesion. The procedure was ended at this point with no additional patient complications reported. The patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received with no other devices or original packaging. The balloon was loosely folded and filled with solidified contrast. There were crimp marks on the surface of the balloon, centered between the markerbands. There was a gouge mark in the distal tip. The condition of the balloon indicates the device was at least partially inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon and then a 2.25x16mm taxus liberte atom stent was successfully implanted in the cx. The physician attempted to advance a 2.25x12mm taxus liberte atom stent to the lesion; however, the device was unable to cross the previously placed stent and it got "hung up" on the implanted device, causing the 2.25x12mm taxus liberte atom stent to dislodge from the sds. A 2.5x15mm apex balloon was advanced to the lesion and was inflated, crushing the dislodged stent against the vessel wall. It was noted that the previously implanted stent stayed well positioned and apposed in the lesion. The procedure was ended at this point with no additional patient complications reported. The patient's condition is fine.